Event description:
During a heart catheterization, upon the sheath insertion, the access wire was pushed in through the dilator of the sheath but would not pass through it. It was defective and could not be used, so another sheath was used from another lot number, which worked fine with no problems.